Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin infection. The site was itchy and red. For treatment, the site was cleaned and the patient was prescribed betamethasone dipropionate usp at one time per day. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after 45 minutes. The pod was discarded.